Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. All attempts at regaining a fiber optic connection were unsuccessful. The customer was guided in connecting the transduced inner lumen of the iab for an alternate arterial pressure source, which was accomplished without issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6). Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).